Manufacturer narrative:
Follow-up #1: date of submission: 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: during investigation, the keypad cover was found to be intact with all the buttons responsive during investigation. The keypad cover was removed and there was no contamination found under the contacts. The original complaint of the unresponsive keypad was unable to be duplicated. Unrelated to the original complaint, the pump was opened to inspect the keypad flex and there was evidence of moisture on the keypad flex/connector. There was a cracked between the case seal and the keypad cover. The battery compartment was cracked below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up, down, ok and backlight buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.